Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a perclose proglide after a diagnostic procedure. Reportedly a cuff miss occurred. A second proglide was used to achieve hemostasis. A 6fr sheath was used during insertion of the device. There was no reported clinically significant delay in the entire procedure. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis, which may have assisted in the investigation. A cuff miss can be influenced by numerous factors including, but not limited to manufacturing, user technique, and patient anatomy (e.g. Heavily calcified arteries, morbidly obese patients, etc.). The needle trajectory of every device is checked during manufacturing. Additionally, a sampling of units is destructively tested to verify product quality, to include suture placement. Failure to position and maintain the device at a 45 degree angle throughout deployment, rotating the device at any point during plunger/needle deployment, aggressively deploying or removing the plunger and/or inadequate positioning of the foot against the arterial wall may contribute to a cuff miss. Based on the available information and the device inspection criteria, there is no indication of a product quality deficiency. A review of the complaint handling database was not performed because the device lot number was not reported and the device was not returned.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not provided, a review of the device history record cannot be completed; however, investigation is not complete. A follow-up report will be submitted with all relevant information